Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/21/2025 the user reported experiencing elevated blood glucose (bg) (350 mg/dl). Following a supply change, bg levels stabilized, and the high bg resolved. No hospitalization or lasting effects were reported.